Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 616 mg/dl and a high ketone level identified as dangerous by healthcare professional. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, and potassium. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Additionally, it was reported that the pump history was missing data despite being in use. Tandem technical support (cts) could not confirm this allegation as the customer declined to upload pump data for review. System check with cts confirmed the pump was functioning as intended.